Event description:
It was reported that a malfunction code labeled "malf 9" appeared. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support provided the customer with instructions to reset the pump, which the customer agreed to undertake independently. No further information was available regarding the recurrence of the malfunction after the reset. Upon follow-up error code did not reoccur after reset. Cts advised customer he may continue to use pump and follow up if any malfunction reoccurs.